Event description:
It was reported that a revision was performed.

Manufacturer narrative:
The affected device was returned and evaluated. Our investigation noted that the implant, whose design and manufacturing is consistent with the certified quality system in place at the time, meets the specifications in effect at the time of production. The breakage of the post of the tc-plus ps solution tibial insert ps is comprehensive based on the received explant. Based on the received information it is likely that the reported fall of the patient led to the breakage of the component. Nevertheless, based on the signs visible on the post of the received insert, it cannot be excluded that repeated high load situations affected the condition of the implant prior to the fall event. Safety affairs will continue to monitor this device/ failure mode for future complaints and investigate as necessary.